Event description:
It was reported the patient had a pump implanted in (B)(6) 2014 for head and neck pain. The patient reported having "new" lower back pain and every time they would go to the ER (emergency room), they wouldn't treat her and they would tell her to go to their pain healthcare professional (hcp). It was also noted, "since she had the pump implanted, she [had] almost constant urinary tract infections". The pump was noted to "never really helped her head pain". The patient had less than 50% therapy relief. The pump was explanted. An incidental finding was reported; one of the bi-wing anchor loops had been cut through with the anchoring suture (2-0 eithabond). The pump was used to deliver bupivacaine and morphine. Resolution to the event was not reported. Additional information has been requested.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's clinical diagnosis was a lack of pain control. A MRI without contrast on (B)(6) 2014 found no epidural mass effect or space-occupying lesion. No system abnormalities were reported. The entire system was explanted and not replaced on (B)(6) 2014. The patient experienced increased chronic pain, no pain relief with pump. No signs of infection or device malfunction were found. Patient elected for removal. The etiology was reported as indicated as unlikely related to the device or therapy, and not related to the implant procedure. The etiology of the increased pain was unknown. The outcome resolved without sequelae on (B)(6) 2014. The pump was last changed on (B)(6) 2014 and was used to infuse fentanyl 2,000 mcg/ml at 300.3 mcg/day, bupivacaine 20.0 mg/ml at 3.003 mg/day, and morphine 2.9 mg/ml at 0.4354 mg/day. The pump dose was decreased by 50% on (B)(6) 2014 to infuse fentanyl 2,000 mcg/ml at 150.1 mcg/day, bupivacaine 20.0 mg/ml at 1.501 mg/day, and morphine 2.9 mg/ml at 0.2177 mg/day.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the 8782 catheter found the anchor was damaged at explant. Analysis of the 8784 catheter found a tear in the seal near the guide ring of the sc connector. Upon receiving the pump for analysis, interrogation indicated that the pump also contained fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6), 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.